Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in an patient, coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal dosages were maintained. On (B)(6) 2012, a spontaneous customer contact was made with technical service regarding an unrelated alarm. While resolving the alarm, the patient stated, he has had peritonitis before. No further information was received. The cause and treatment were not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.